Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported the patient presented to the emergency room (ER) on with a cardiac arrhythmia. Defibrillation was conducted. The subjective symptoms disappeared. The device was not returned for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Cardiac arrhythmia is a known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to this type of event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that a (B)(6) male subject weighing (B)(6) was presented to the emergency room (ER) on (B)(6) 2014 with a cardiac arrhythmia. Ventricular fibrillations continued even though the left ventricular assist device's (lvad) flow rate was initially reduced to 2.8 liters per minute (l/min) and then kept low at 3.0 l/min. Defibrillation was conducted. A pacing rhythm was maintained, which improved the lvad flow to 4.0l / min promptly. The subjective symptoms disappeared. The device was not returned for evaluation.